Manufacturer narrative:
Unit received with constant pump error 38 during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant pump error 38. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. Customer had high blood glucose level and also difficulty in breathing. No harm requiring medical intervention was reported. The device will be returned for analysis.